Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter and tandem-provided usb cable. There was no reported adverse impact to the customer' blood glucose level. The customer had back up charging supplies if needed. New charging supplies were sent to the customer

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.